Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 6th june, 2024 getinge became aware of an issue with one of surgical lights - axcel. It was stated the device was affected by water overflow from air conditioner. Moreover, the paint was chipping from spring arm. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and the parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was clinical engineering technician. The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Getinge became aware of an issue with one of surgical lights - axcel. It was stated the device was affected by water overflow from air conditioner. Moreover, the paint was chipping from spring arm. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and the parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information provided the presence of water is the result of an air conditioning condensation coming from the facility, it is a phenomenon external to the device. This problem is not related to the device, it is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. The presence of paint peeling is a consequence. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).